Event description:
Event details as reported - received (B)(6) 2013: "elderly female pt underwent balloon aortic valvuloplasty utilizing a 14fr x 35cm solopath balloon expandable access system on wednesday morning, (B)(6). The physician and staff were in-serviced on the operation of the solopath device prior to the bav case. Bilateral common femoral (and right common femoral vein) access was obtained, with retrograde solopath placement in the left common femoral artery. The solopath was prepped according to our MFR recommendations and inserted under fluoroscopic guidance. The device inserted smoothly and without incident. Once in place, the solopath expander balloon (dilator) was expanded with a 50:50 mix of contrast media/saline to 20 atmospheres, and held at this pressure for 60 seconds. This was completed under fluoroscopy. Once complete, the expander balloon (dilator) was deflated and withdrawn slowly. No change in pt bp was noted at that time. The pt appeared stable. The bav balloon was prepped and inserted into the expanded solopath device; the physician noted difficulty in introducing the bav balloon into the sheath valve, stating that the valve was tight. The bav procedure commenced with the bav balloon being advanced across the valve plane, and inflated for a short time. Immediately following the bav procedure, the pt awoke from conscious sedation and complained of severe pain. She appeared unable to describe the location or level of severity of the pain. Shortly thereafter, the physician withdrew the bav balloon without difficulty, completed some imaging, and began the process of gaining hemostasis, which involved withdrawal of the introducer sheaths and deployment of perclose closure devices. The physician gave the solopath device a quarter turn, which indicated that it moved freely. The solopath device was withdrawn. Upon inspection, I observed no indication of vessel avulsion (intima on the sheath), and pt bp appeared stable. As the closure procedure progressed, the pt continued to experience severe pain, and she appeared to have trouble holding still. In the site where the solopath sheath had been placed, the physician appeared to have difficulty obtaining hemostasis, and had to utilize several perclose devices. Following hemostasis, the pt's bp had dropped some, but according to staff, was similar to the pre-procedural bp. The case was finished, and the pt was taken to recovery for observation. I spoke with the physician some time later, and he indicated that the pt was not doing well and was bleeding internally. He was unsure about location at this time. He appeared very concerned, but did not state any causal relationship to solopath at that time. He indicated that a CT scan would need to be performed to determine a bleeding site. On friday morning, (B)(6), the nurse educator for the cardiac cath lab telephoned me, and stated that the pt had developed a rp bleed and died during surgery. The rp bleed diagnosis was determined some time following the bav case via a CT scan. She indicated that the rp bleed was on the left side, which was the access site solopath was used on. I indicated that I would be contacting our qa dept to complete a ppr form on the solopath device, and would need some additional info. Asked that we work through her to obtain the pertinent info, as it becomes available. I contacted her monday, (B)(4) to get some follow up info (pt identifier, additional case details), but I have not received a follow up call from her at this time." Additional event details as reported - received (B)(6) 2013: "when this situation progressed to the pt expiring, their nurse educator asked that I communicate all follow up directly through her. It has been a very delicate issue. She indicated that the physician was very upset, having a tough time, and didn't want to speak with us about it. I have contacted on multiple occasions following to discuss the situation, offer appropriate follow up, and obtain the additional info requested. She stated that she has spoken with the physician, and he does not want any additional follow up from us on this issue. She said it was a very unfortunate complication, but he is moving on."